Event description:
It was reported that the device had the service indication illuminated and logged a fault code in the memory. During testing, the device was charged and discharged at 200j setting, but the defibrillator analyzer measured the output to be around 50j. Rptr informed that the device might have been dropped to causing damage. There was no report of pt involvement with incident.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue. Physio continues to investigate the issue. Physio-control will submit a supplemental report on this event to the FDA.